Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte catheter tip is damaged. The following information was provided by the initial reporter: during the induction process the catheter which was recently cannulated failed which caused interruption in the induction process", patient who must have another vein cannulated to finish the procedure. Additional information received on 30 aug 2024: is there any other impact to patient, if yes describe in detail: the patient presented extravasation of the blood vessel, which caused delay in induction of anesthesia because it had to be re-cannulated. Has there been any harm to patients/healthcare professionals? The patient had extravasation of the blood vessel. Was there any defect / damage found in the product, if yes describe in detail. The product has a poor cutting edge which makes it very difficult to cannulate patients. Could you please share any photo sample related to this event? We do not have photographic samples of the case.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38831714 and lot number 4018911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available, a thorough sample evaluation could not be completed. At this time, an exact cause could not be determined for this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.